Manufacturer narrative:
A4 added patient weight.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 49 year old male patient with cardiogenic shock. After removing the patient from impella cp support, an additional cp was planned to be inserted. Access to the artery was lost, and the second pump could not be inserted. The case was aborted. There was no consequence to the patient as a result of the aborted case.

Manufacturer narrative:
E1 added zip code extension as it was omitted from the initial report that was submitted. H6 code b13 was added as it was omitted from the initial report that was submitted. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product returned. Failure to advance: the cause of the failure to advance was unable to be determined as insufficient clinical details were provided.